Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency. A CAPA, CAPA (B)(4), has been opened to address the late documentation of this complaint.

Event description:
The customer reported receiving negative results for all analytes using a surestep multi-drug screen test with a patient urine sample. All samples at the facility undergo hplc analysis and testing on this sample produced a positive result for benzoylecgonine (cocaine). The customer did not provide a quantitative result but stated the result was above the cut-off value of the screen test. The ph of the urine sample was measured before analysis and resulted in a ph of 14. The customer stated this ph indicated possible modification of the urine. However, there was insufficient sample to repeat the test and the issue could not be replicated by the customer. No additional information provided.